Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours on the leg. The patient was taken to the hospital and diagnosed with a skin infection. The patient was prescribed and treated with dicloxacillin 500mg and directed to take 1 pill 4 times a day for 5 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.